Manufacturer narrative:
(B)(4). Product not yet returned.

Event description:
Consumer complaint of high blood results. Customer states that she feels well, requires no medical attention. Customer's expected blood results are 115-130mg/dl fasting. Verified the strips expire 05/31/2017 and were first opened last week. Customer confirms the strips were stored correctly. Customer ran a back to back blood test, 178mg/dl and 192mg/dl fasting. Reviewed meter memory: 215mg/dl; (B)(6) 2015; 10:00:00 pm; fasting: yes, 217mg/dl; (B)(6) 2015; 10:00:00 pm; fasting: yes, 328mg/dl; (B)(6) 2015; 12:00:00 pm; fasting: yes, 232mg/dl; (B)(6) 2015; 10:00:00 pm; fasting: no, 85mg/dl; (B)(6) 2015; 12:00:00 pm; fasting: yes.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction:user had an inaccurate reference.

Event description:
Consumer complaint of high blood results. Customer states that the she feels well, requires no medical attention. Customer's expected blood results are 115-130mg/dl fasting. Verified the strips expire 05/31/2017 and were first opened last week. Customer confirms the strips were stored correctly. Customer ran a back to back blood test, 178mg/dl and 192mg/dl fasting. Reviewed meter memory: (B)(6). No adverse event reported.